Event description:
Treatment of left cav (cavernous) aneurysm measuring 16mm. During pipeline deployment, it was reported that the pushwire fractured near the proximal marker when the pipeline was partially deployed and the entire system was successfully retrieved with an ensnare snare.no injury was reported with the patient as a result of the procedure.

Manufacturer narrative:
The pushwire was returned inside the marksman catheter and broken into two segments. Cross analysis of the break points showed that the cause of failure was due to torsional overload.pushwire separation.(B)(4).